Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis and without any additional information regarding the event the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The indeflator 20/30 pressure gauge would not go up to reflect the atmospheres accurately or at all after multiple attempts therefore, a leak was suspected. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.